Event description:
The hcp reported that the patient noticed a burning sensation on the right side of her tongue, starting in 2007, when she increased the amplitude of her deep brain stimulator using her access controller. The burning went away at night when she turned the stimulator off. The hcp changed the electrode settings using increased rate and lower amplitude and the burning sensation went away while maintaining therapeutic effects. On approx four months later, the hcp reported that the burning sensation recurred when the patient increased the amplitude of her stimulation using the access controller. The burning was on the tip of her tongue. The hcp again reprogrammed the device and the burning in her tongue while in the office. The hcp reported that there was no injury to the patient. Please see MFR. Report #2182207200800054.